Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding higher scanned values than how they felt while wearing the adc device. As a result, on (B)(6) 2022, the customer obtained a sensor scan of 186 mg/dl prior to sleeping with no comparison blood test performed. The customer experienced hypoglycemic symptoms and had a seizure and lost consciousness and awoke in the hospital. A lab glucose test of 17 mg/dl was obtained, and the customer was provided glucagon for a diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.